Event description:
It was reported that an electrogram revealed nonphysiologic sensing of the right atrial (ra) lead consistent with 60 hz noise, indicative of electromagnetic interference. The episode terminated spontaneously. The lead remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: d334drg implantable cardioverter defibrillator (ICD)  2013 (B)(6); 6944 implantable tachy lead 2002 (B)(6). (B)(4).